Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the visible part of the guidewire lumen was opaque and not transparent like normal. It was also noted was impossible to flush. The device was replaced with a new one and procedure was completed successfully without patient complications. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.